Event description:
It was reported that the patient presented for an implant procedure. During procedure, the atrial lead exhibited high pacing impedance, high capture threshold and low p- wave amplitude. The lead was not used and replaced. The patient was in stable condition.